Manufacturer narrative:
The user guide states ¿humalog® or novolog® . Only humalog® and novolog® have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm (alarm 30) during the loading sequence. Reportedly, the customer did not fill the cartridge with insulin. Additionally, an occlusion alarm occurred and the customer felt resistance when filling a cartridge with insulin. Customer was using off label insulin in the cartridges. Tandem technical support reminded the customer to use labeled insulin. No reported adverse impact to the customer's blood glucose. The customer changed supplies successfully and resumed insulin delivery.